Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the event. The patient was discharged on an unknown date. The patient was readmitted to the hospital later that month for the same event. The patient was treated with unspecified antibiotics. On an unknown date, pd therapy was discontinued and the patient was switched hemodialysis therapy. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).